Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed incoming vxi testing because its liquid crystal display was out of specification in an electrical manner. Analysis further noted that the upper case was dented, one side bail cover was missing and one broken, the ring cover was broken, the lead flex cover was contaminated, one side bail is missing and one is bent, the ring was missing and the serial number label was scratched. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.